Manufacturer narrative:
FDA UDI -(B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 204001 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 204001 and test base part number 195-430wl / lot 199063. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 204001 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result performed with the binaxnow covid-19 antigen self-test on 18dec2023 on a nasal sample. Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed at a clinic on the same day and generated a negative result. The consumer had a cough and runny nose. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
FDA UDI - (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result performed with the binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed at a clinic on the same day and generated a negative result. The consumer had a cough and runny nose. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.